Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system. Section: general patient care considerations; ¿assess access site for bleeding and hematoma¿. Section: entering cardiac output; use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding. And apply manual pressure above the puncture site¿. Section: potential adverse events (united states); ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported, a patient in acute myocardial infarction/cardiogenic. Shock was implanted with an impella cp device, for mechanical circulatory support. During support, the patient developed a hematoma, the resolution for this device is unknown. Additionally, there were impella positioning issues, due to patient movement. The pump went into the aorta. The nurse reduced the impella p level and an echocardiogram was performed. The physician tried to reposition the device, but was unable to cross the valve. It was reported, that using the opposite groin for insertion was not an option, due to patient's vasculature. Also, the patient experienced runs of persistent ventricular tachycardia. The physician decided to explant the device, due to the positioning issues and runs of ventricular tachycardia. Survival outcome at explant noted, the patient expired. Medical safety review of the event note, use of the device cannot conclusively be associated with the outcome (patient's demise).